Event description:
It was reported via repair work order that the siderails were unable to lock due to lack of lubricated on siderail glide rods. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.